Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for hemostasis during a procedure within the esophagus, performed on (B)(6) 2012. According to the complainant, during preparation, when the device was unpackaged, an issue, noted as looking 'like tangled strings,' was observed. Although this potential issue was identified, the procedure was continued using this speedband device. Reportedly, after the first two bands were deployed, no further bands could be released; 'the strings ended up getting twisted with each other.' The endoscope with attached speedband device was withdrawn from the patient, and then the procedure was completed using another manufacturer's device. Prior to use, no packaging damage was visible. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for hemostasis during a procedure within the esophagus, performed on (B)(6) 2012. According to the complainant, during preparation, when the device was unpackaged, an issue, noted as looking "like tangled strings," was observed. Although this potential issue was identified, the procedure was continued using this speedband device. Reportedly, after the first two bands were deployed, no further bands could be released; "the strings ended up getting twisted with each other." The endoscope with attached speedband device was withdrawn from the patient, and then the procedure was completed using another manufacturer's device. Prior to use, no packaging damage was visible. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The ligator head was received with no bands present and the teeth undamaged. Additionally, the suture, which returned intact, was attached to the wire loop of the tripwire. The tripwire, which returned loosely wound around the handle spool, was bent. Further analysis of the tripwire revealed that it was not cinched (secured) in the handle assembly slot and there was no visible evidence to suggest that it was cinched prior to use. Functionally, the handle assembly knob was able to be turned with an audible click occurring on every rotation of 180 degrees. The condition of the returned incident device was not consistent with the reported event that only two bands were able to be deployed. The evaluation revealed that the ligator head returned with no bands present. However, there was no visible evidence to suggest that the tripwire had ever been secured into the handle assembly slot. The speedband superview super 7 multiple band ligator directions for use (dfu) document notes within the initial setup section "to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." The dfu then instructs the user to "secure trip wire in slot on handle unit." Failure to cinch the tripwire could potentially impact band deployment by allowing slack to build up in the tripwire, which ultimately would have a negative impact on band deployment activities. This event likely occurred as a result of the tripwire not being secured into the handle slot; therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.